Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported and confirmed via chest x-ray that the right atrial lead dislodged. The lead was repositioned and there were no patient consequences.